Event description:
It was reported that during an ablation procedure, blue pixels showed up on the screen in areas that you would not expect. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.